Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information concerning this event is currently being requested from the field.

Event description:
Boston scientific received information that this pacemaker was oversensing noise on the right ventricular channel causing pacing inhibition with greater than five seconds of asystole. Testing of the system was able to reproduce noise. A low amplitude measurement was also observed on the ra channel. At this time the pacemaker was reprogrammed and remains in service. No adverse patient effects were reported.